Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a consumer. The patient woke up one day a few months after the pump implant in 2015 and complained of severe neuropathy in both legs, could hardly walk and the patient had to be in a wheelchair, inability to sleep, and was in "unbelievable pain". It was determined the catheter was clogged and a procedure was done where they made an incision, flushed the catheter with saline, and corrected the issue. It was noted that on (B)(6) 2015 the healthcare provider (hcp) aspirated out "too much, 15 ml out of 20 ml". After the procedure to clear the catheter, "it was all cleared up" and no further issues occurred.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving morphine ("not compounded" 2.5mg/ml, 0.4655mg/day) via an implantable infusion pump. Indications for use included intractable spasticity and pain. It was reported that there were volume discrepancies during past refills. During the first refill after the pump implant in (B)(6) 2015, the hcp withdrew 7 ml before refilling again, and the "hcp was shocked, maybe thinking they left saline in the pump after surgery; stating it could have been a number of things." The second refill on (B)(6) 2015, the hcp withdrew 11 ml. The patient stated there seemed to be a problem with the pump. The hcp and the patient felt the pump was not working; and had several increases in dosage from (B)(6) 2015 to current; the hcp increased the patient dosage when she was there last and she was in horrible pain. The hcp told the patient the dosage was low and was done slowly. The patient was moving and was looking for a new hcp and could not find one, and was panicked she was going to have a critical alarm date coming up. The patient stated the pump had to be emptied and refilled with saline and "electronic thing that goes over the pump and be under x-ray to see what is going on" and had to wait, and stated it was obvious the pump was not working. The patient stated she only got 7 ml in that four months, stating the dosage was probably adequate, but if she was not getting the medication then there was a problem. The patient was very upset she was not getting the dose. The patient was dependent on the pump because of the dementia and alzheimer's and stated the reason they felt the patient had early onset of that condition was because of the oral drugs the patient had been on for the last 20 years (1995). The patient could not keep taking the oral pain medication because of the dementia and needed to have the pump instead, and was the reason she got the pump. The patient was diagnosed with alzheimer's and dementia 6 years ago (2009). Initially when the pump was implanted, she felt some relief from her pain, but has had multiple increases from (B)(6) 2015 to current ((B)(6) 2015); and each time she had a little bit better relief; and then all of sudden she had no relief in (B)(6) 2015. The patient had been working with her current hcp, but was getting ready to move and had an appointment with a new neurosurgeon on (B)(6) 2015. The patient did not have any diagnostics or surgeries planned (as of (B)(6) 2015) because the current hcp refilled her on (B)(6) 2015. The patient had alzheimer's dementia, and a hard time remembering things (d iagnosed in 2009). The patient had chronic pain and other issues pre-existing since 1995. The patient also had fibromyalgia (for 20+ years, was a pre-existing condition-1995 or earlier). On (B)(6) 2015, the patient tried to do some tasks ("didn't do much") and was in so much pain, the patient had to stop what she was doing, and stated it felt like a fibromyalgia flare up of all her major muscle groups, legs, arms, and also back. It made it impossible for her to do her tasks of moving. The patient had magnetic resonance imaging (MRI) on (B)(6) 2015 because of back pain, neuropathy in her legs (non-diabetic reason); and the patient had a sudden onset of they could not walk ((B)(6) 2015). The patient felt she had been at a morphine concentration of 2.5 mg/ml "the whole time," and had dosage increases since (B)(6) 2015, and did not recall exactly what she started at. The patient was also taking neurontin, steroids, lidocaine, and "tanzanadine (flexerall)";"increased" dosage 4 mg tablets and took one bid and then increased it to 2 bid). The patient stated it was very ineffective. The telemetry printout from (B)(6) 2015 indicated an increase to the dose morphine con centration 2.5 mg/ml 0.3681 mg/day. On (B)(6) 2015, the patient had an increase but did not have the details. On (B)(6) 2015, the patient had an increase; the concentration was still 2.5 mg/ml; dose per day was 0.3502 mg/day and increased to 0.3681 mg/day (10%). The patient saw a neurosurgeon right after the MRI to see what all was going on. Regarding what troubleshooting was performed related to the volume discrepancies, it was noted the patient was to have a catheter dye study. Regarding what diagnostics were performed related to the lack of therapeutic effect, it was noted a "device scan" was done. The actions/interventions taken to resolve the volume discrepancies and lack of therapeutic effect included a trial of increase of the dose. The cause of the volume discrepancies was to be determined. Regarding if the volume discrepancies and lack of therapeutic effect had been resolved, it was noted it was "in process". The patient was contemplating having the pump removed due to lack of communication and education.